Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports a female patient having a CT scan of the coronary artery with contrast. Green cannula inserted for IV access. Optiray 350 prefilled syringe loaded into the injector. Staff noted the presence of air within the pulmonary artery. The attending radiology registrar was immediately informed and he examined the patient. She was symptomatic, and was informed of the presence of the air, advised to contact hospital if symptoms develop. Patient observed and allowed home.